Manufacturer narrative:
Correction to h6 from 'defective device' and b3.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event, failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer coil and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.